Event description:
On (B)(6) 2012 customer reported that the cap piercer waste cup, on the dxc 600 pro, was overflowing onto the sample racks. Customer stated that they removed the blade and wick to assess the blade wash cup and waste lines. Customer flushed the waste line, but the line was not occluded. No injuries were reported and no erroneous patient results were generated. Field service engineer (fse) inspected the instrument and determined the leak was caused by the fitting at the vacuum line. Fse removed the tubing and repaired the fitting. Fse then reassembled the tubing and tested the system and no leaks were observed. This resolved the issue. Service activity performed was verified to meet the specified requirements per established procedures.

Manufacturer narrative:
Evaluation: results: fitting. (B)(4).